Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board is out of electrical specification.

Event description:
It was reported the extenal pulse generator (epg) failed sensing test. It was also reported the sensitivity accuracy is off. The epg was returned for repair and calibration. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The main printed circuit board is out of electrical specification. The main pcb was further analyzed and it was found that while doing long-term testing on the pcb, sporadic failure to sense was observed. The unit would not sense with a 3.7mv input applied at a 3mv sensitivity setting. When the sensitivity was changed to 2mv sensing was normal. It was concluded that this was a calibration issue. Sensing was corrected by calibrating the unit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.